Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
This information was originally reported on a fu report by mistake. Submitting the initial report now, as requested by FDA. The system was removed due to infection. On (B)(6) 2016 -the patient had prolonged foot infection complicated by osteomyelitis and bacteremia and presented with (B)(6) bacteremia with vegetation on the rv lead which was extracted. This is no longer eligible for the asr.

Manufacturer narrative:
(B)(6) 2016 - the patient had prolonged foot infection complicated by osteomyelitis and bacteremia and presented with mrsa bacteremia with vegetation on the rv lead which was extracted. This is no longer eligible for the asr. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.